Event description:
It was reported the lead impedance was low, at less than 100 ohms, and pacing failure occurred. Additional information was later received reporting the patient presented to a medical institution due to feeling dizzy. Intermittent pacing failure and low impedance was found. The lead was explanted and replaced. Insulation damage was observed following the explant procedure. No further patient complications were reported as a result of this event, and the patient's status was reported to be recovered following the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - outer insulation breached (clavicle-rib crush). Full lead returned and analyzed. Other: it was reported the lead impedance was low, at less than 100 ohms, and pacing failure occurred. Additional information was later received reporting the patient presented to a medical institution due to feeling dizzy. Intermittent pacing failure and low impedance was found. The lead was explanted and replaced. Insulation damage was observed following the explant procedure. No further patient complications were reported as a result of this event, and the patient status was reported to be recovered following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification in a manner that relates to event, insulation, hole(s) in, pacing intermittently, impedance, low.